Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-surg acc upn: m365sc4395500 model: sc-4395-50 serial: n/a batch: 17408935.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an increased charge burden. The patient is doing well post operatively. Device will not return due to facility policy and electrocautery was not used once new ipg was implanted.